Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the interconnect flex was out of specification. It was also noted that the upper and lower cases were broken/contaminated, and the battery drawer, battery latches and battery drawer o-ring were contaminated. Further analysis was performed on the flex assembly, and this analysis found that there was a solder joint failure that contributed to the event. (B)(4).

Event description:
It was reported that the biomedical engineer was doing a preventive maintenance (pm) and was testing the sensitivity on the external pulse generator (epg). The sensitively was set at 3 millivolts (mv), however the analyzer was saying .4mv. The sine square (ssq) was verified and the measurement was out of specification. Therefore, the epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the biomedical engineer was doing a preventive maintenance (pm) and was testing the sensitivity on the external pulse generator (epg). The sensitively was set at 3 millivolts (mv), however the analyzer was saying .4mv. The sine square (ssq) was verified and the measurement was out of specification. Therefore, the epg was returned for repair. There was no patient involvement.